Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after receiving inappropriate therapy. The therapy was caused by lead noise that occurred during a surgical procedure. No resolution was reported, and the patient was to be monitored.